Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h11. Results of investigation: vyaire medical was able to verify the issue. The suspect device was not returned for investigation. However, log file analysis tool was utilized. Logs shows that alarm 241 "blower temperature high" triggered 3 times in different instances. Maximum temperature recorded is in 80 degrees celsius. Blower failure is not visible on start up. Most likely, the failure was due to lack of maintenance.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer was advised to update the software to the latest 6.0.2100 and swap a good blower then perform a full calibration. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 ventilator getting technical failure 271 (o2 supply fail - no o2 dosing possible) and technical failure 241 (temperature of blower high) during an engineer scheduled inspection. Furthermore, there was no patient associated with the reported event.